Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the control bar was out of position, and the machined head was damaged. The motor, machined head, and pins were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: u.k.

Event description:
It was reported that during an unknown time, the unit had an unknown issue. Inconsistent speed was confirmed after final investigation. There was unknown patient impact or delay reported. Due diligence is complete. No additional information is available.